Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred. It was reported that when they started ablating with the thermocool smarttouch sf there was a temperature spike on the generator, and it cut off. This happened more than once. The catheter was removed from the patient. The catheter was examined. There was nothing abnormal visually; no clot or char. They then tried to irrigate the catheter using the fast-flush of the smart ablate irrigation pump. However, there was no irrigation coming out of the tip of the catheter. The catheter was deemed faulty. They changed the catheter and things worked ok. The procedure was delayed by 10 minutes. No patient impact.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred. It was reported that when they started ablating with the thermocool smarttouch sf there was a temperature spike on the generator, and it cut off. This happened more than once. The catheter was removed from the patient. The catheter was examined. There was nothing abnormal visually; no clot or char. They then tried to irrigate the catheter using the fast-flush of the smart ablate irrigation pump. However, there was no irrigation coming out of the tip of the catheter. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test, the flow in the irrigation hole was very poor. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stock in the middle of sheath. A microscopic examination of the dome was performed, but no hole occluded were identified. Finally, the shaft was dissected, and the irrigation tube was inspected, and it was found occluded with dry reddish material. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damage on the irrigation tube could be related to the temperature and irrigation issue reported by the customer, therefore, the complaint was confirmed. The potential cause of the issues cannot be conclusively determined. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. In relation to the temperature issue, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use the temperature sensor to monitor tissue temperature. If the rf generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. Recheck the irrigation system prior to restarting rf application. Before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).